Event description:
Philips received a complaint by the customer on the v60 indicating that the machine and proximal pressure sensors failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the machine and proximal pressure sensors failed. A quote was sent for onsite service but later cancelled due to the field service engineer (fse) assisting the customer over the phone. The fse walked the customer through a troubleshoot and it was discovered that a cable was loose. The customer corrected the loose cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.